Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer observed air bubbles in the patient line. The customer's blood glucose level was 300 mg/dl, which was addressed with a correction bolus. The contact was able to prime out the air bubbles and resume insulin delivery.